Event description:
Event verbatim [preferred term] burn or ripped my skin off/my skin literally came off of my body as a direct result of wearing the thermacare [skin exfoliation], burn or ripped my skin off [thermal burn]. Case narrative: this is a spontaneous report from a pfizer-sponsored program thermacare facebook page from a contactable consumer. This (B)(6) year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2017 for hip pain. Medical history was not reported. Concomitant medications were none. Consumer previously had a thermacare neck, shoulder & wrist on the lower part of hip and it didn't rip or burn the skin off. Consumer stated "I put a thermacare wrap on my hip last night (on (B)(6) 2017) and wore it to the football game. I had it on for about four or five hours. It either burn or ripped my skin off. My skin literally came off of my body as a direct result of wearing the thermacare. I took a picture of my wound in case anyone is interested. I've used your products before and never had an issue". The events occurred on (B)(6) 2017. The action taken in response to the events of the product was permanently withdrawn. She never took it again. The patient was not admitted to hospital due to the reported events. The patient received burn treatment for "burn or ripped my skin off" and received burn/raw skin treatment for "my skin literally came off of my body as a direct result of wearing the thermacare". The outcome of the events was recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (21nov2017): new information received from a contactable consumer reported in response to non hcp letter included that: event details. Follow-up (31jul2018): new information received from a contactable consumer included: patient details, suspect product details (including start date and indication), no concomitant medication, event details (including event onset date, denied hospitalization, received treatment and event outcome) and action taken. Company clinical evaluation comment: based on the information provided, the events of "burn or ripped my skin off" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn or ripped my skin off" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn or ripped my skin off//my skin literally came off of my body as a direct result of wearing the thermacare [skin exfoliation] , burn or ripped my skin off [thermal burn] , did not check her skin under the heatwrap during use [device use issue]. Case narrative:this is a spontaneous report from a pfizer-sponsored program thermacare facebook page from a contactable consumer. This 43-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) from 11nov2017 for hip/joint pain and back pain. Medical history included sensitive skin, elevated blood pressure, acid reflux, eczema, skin allergies to neosporin and surgical tape all from unspecified dates and ongoing. Concomitant medications included zantac, duexis and protonix. The patient previously had used a thermacare neck, shoulder & wrist on the lower part of hip and it didn't rip or burn the skin off. The patient reported "I put a thermacare wrap on my hip last night (on (B)(6) 2017) and wore it to the football game. I had it on for about four hours, pulled it off by about the 3rd quarter. It either burn or ripped my skin off. My skin literally came off of my body as a direct result of wearing the thermacare. I took a picture of my wound in case anyone is interested. I've used your products before and never had an issue". The events occurred on (B)(6) 2017. The action taken in response to the events of the product was permanently withdrawn on (B)(6) 2017. She never took it again. The patient was not admitted to hospital due to the reported events. The patient received burn treatment for "burn or ripped my skin off" and received burn/raw skin treatment for "my skin literally came off of my body as a direct result of wearing the thermacare". Upon follow-up received on 22may2019, the patient reported she saw a dermatologist the monday after the event occurred and he verified the heatwrap had burned her skin off. She stated she put vaseline on it and big bandages until the spots healed. The patient is currently under the care of a physician for elevated blood pressure and acid reflux. She classified her skin as very light or fair. She stated she has sensitive skin but denied having abnormal skin conditions. The box purchased was red in color and there is no product remaining. The patient had previously used other heat products for pain relief in the past without experiencing any adverse effects. She was wearing several layers of clothing over the heatwrap as it was cold outside. She was wearing underwear, pants, sweatshirt and a jacket. She did not engage in exercise while using the product. The patient did not check the skin under the heatwrap during use as she had no idea this would happen. She did not remember if she had read the usage instructions prior to heatwrap use. The outcome of the events was recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (21nov2017): new information received from a contactable consumer reported in response to non hcp letter included that: event details. Follow-up (31jul2018): new information received from a contactable consumer included: patient details, suspect product details (including start date and indication), no concomitant medication, event details (including event onset date, denied hospitalization, received treatment and event outcome) and action taken. Company clinical evaluation comment based on the information provided, the events of "burn or ripped my skin off" and " device use issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Follow-up (22mar2019): follow-up attempts are completed. No further information is expected. Follow-up (22may2019): new information received from a contactable consumer includes: medical history, additional suspect product indication, suspect product stop date, concomitant medications, reaction data (additional event of device use issue) and further information pertaining to the patient's clinical course., comment: based on the information provided, the events of "burn or ripped my skin off" and "device use issue" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn or ripped my skin off//my skin literally came off of my body as a direct result of wearing the thermacare [skin exfoliation] , burn or ripped my skin off [thermal burn] , did not check her skin under the heatwrap during use [device use error] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program thermacare facebook page from a contactable consumer. This 43-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) from 11nov2017 for hip/joint pain and back pain. Medical history included sensitive skin, elevated blood pressure, acid reflux, eczema, skin allergies to neosporin and surgical tape all from unspecified dates and ongoing. Concomitant medications included zantac, duexis and protonix. The patient previously had used a thermacare neck, shoulder & wrist on the lower part of hip and it didn't rip or burn the skin off. The patient reported "I put a thermacare wrap on my hip last night (on 11nov2017) and wore it to the football game. I had it on for about four hours, pulled it off by about the 3rd quarter. It either burn or ripped my skin off. My skin literally came off of my body as a direct result of wearing the thermacare. I took a picture of my wound in case anyone is interested. I've used your products before and never had an issue". The events occurred on (B)(6) 2017. The action taken in response to the events of the product was permanently withdrawn on (B)(6) 2017. She never took it again. The patient was not admitted to hospital due to the reported events. The patient received burn treatment for "burn or ripped my skin off" and received burn/raw skin treatment for "my skin literally came off of my body as a direct result of wearing the thermacare". Upon follow-up received on 22may2019, the patient reported she saw a dermatologist the monday after the event occurred and he verified the heatwrap had burned her skin off. She stated she put vaseline on it and big bandages until the spots healed. The patient is currently under the care of a physician for elevated blood pressure and acid reflux. She classified her skin as very light or fair. She stated she has sensitive skin but denied having abnormal skin conditions. The box purchased was red in color and there is no product remaining. The patient had previously used other heat products for pain relief in the past without experiencing any adverse effects. She was wearing several layers of clothing over the heatwrap as it was cold outside. She was wearing underwear, pants, sweatshirt and a jacket. She did not engage in exercise while using the product. The patient did not check the skin under the heatwrap during use as she had no idea this would happen. She did not remember if she had read the usage instructions prior to heatwrap use. The outcome of the events was recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (21nov2017): new information received from a contactable consumer reported in response to non hcp letter included that: event details. Follow-up (31jul2018): new information received from a contactable consumer included: patient details, suspect product details (including start date and indication), no concomitant medication, event details (including event onset date, denied hospitalization, received treatment and event outcome) and action taken. Follow-up (22mar2019): follow-up attempts are completed. No further information is expected. Follow-up (22may2019): new information received from a contactable consumer includes: medical history, additional suspect product indication, suspect product stop date, concomitant medications, reaction data (additional event of device use issue) and further information pertaining to the patient's clinical course. Company clinical evaluation comment based on the information provided, the events of "burn or ripped my skin off" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Amendment: this follow-up report is being submitted to amend previously reported information: updated reaction data (device use issue to device use error)., comment: based on the information provided, the events of "burn or ripped my skin off" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related?: no. Design related?: no. Complaint confirmed?: no.

Event description:
Event verbatim [preferred term] either burn or ripped her skin off. Her skin literally came off of her body as a direct result of wearing the thermacare [skin exfoliation] , it either burn or ripped her skin off [thermal burn] , did not check her skin under the heatwrap during use [device use error]. Case narrative:this is a spontaneous report from a pfizer-sponsored program thermacare facebook page from a contactable consumer. This 43-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2017 for hip/joint pain and back pain. Medical history included sensitive skin, elevated blood pressure, acid reflux, eczema, skin allergies to neosporin and surgical tape all from unspecified dates and ongoing. Concomitant medications included ranitidine hydrochloride (zantac) for acid reflux, famotidine, ibuprofen (duexis) for hip pain and omeprazole (protonix) for acid reflux. The patient previously had used a thermacare neck, shoulder & wrist on the lower part of hip and it didn't rip or burn the skin off. The patient reported she put a thermacare wrap on her hip last night (on (B)(6) 2017) and wore it to the football game. She had it on for about four hours, pulled it off by about the 3rd quarter. It either burn or ripped her skin off. Her skin literally came off of her body as a direct result of wearing the thermacare. She took a picture of her wound in case anyone was interested. The events occurred on (B)(6) 2017. She no longer had the product to return. The action taken in response to the events of the product was permanently withdrawn on (B)(6) 2017. She never took it again. The patient was not admitted to hospital due to the reported events. The patient received burn treatment for "burn or ripped her skin off" and received burn/raw skin treatment for "her skin literally came off of her body as a direct result of wearing the thermacare". The patient also reported she saw a dermatologist the monday after the event occurred and he verified the heatwrap had burned her skin off. She stated she put vaseline on it and big bandages until the spots healed. The patient was currently under the care of a physician for elevated blood pressure and acid reflux. She classified her skin as very light or fair. She stated she had sensitive skin but denied having abnormal skin conditions. The box purchased was red in color and there was no product remaining. The patient had previously used other heat products for pain relief in the past without experiencing any adverse effects. She was wearing several layers of clothing over the heatwrap as it was cold outside. She was wearing underwear, pants, sweatshirt and a jacket. She did not engage in exercise while using the product. The patient did not check the skin under the heatwrap during use as she had no idea this would happen. She did not remember if she had read the usage instructions prior to heatwrap use. Sample was unavailable, (throw away). The outcome of the events "either burn or ripped her skin off. Her skin literally came off of her body as a direct result of wearing the thermacare" was resolved on unknown date. The outcome of the event "did not check her skin under the heatwrap during use" was unknown. According to product quality complaint group: subclass: adverse event safety request for investigation; sample status: not available. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Process related?: no. Design related?: no. Complaint confirmed?: no. Follow-up (21nov2017): new information received from a contactable consumer reported in response to non hcp letter included that: event details. Follow-up (31jul2018): new information received from a contactable consumer included: patient details, suspect product details (including start date and indication), no concomitant medication, event details (including event onset date, denied hospitalization, received treatment and event outcome) and action taken. Follow-up (22mar2019): follow-up attempts are completed. No further information is expected. Follow-up (22may2019): new information received from a contactable consumer includes: medical history, additional suspect product indication, suspect product stop date, concomitant medications, reaction data (additional event of device use issue) and further information pertaining to the patient's clinical course. Amendment: this follow-up report is being submitted to amend previously reported information: updated reaction data (device use issue to device use error). Follow-up (13jun2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn or ripped my skin off" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn or ripped my skin off" and "device use error" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn or ripped my skin off/burn or ripped my skin off/my skin literally came off of my body as a direct result of wearing the thermacare [skin exfoliation] , burn or ripped my skin off [thermal burn] , . Case narrative:this is a spontaneous report from a (B)(6)-sponsored program thermacare (B)(6) page from a contactable consumer. This consumer of unknown age, gender and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. Consumer previously had a thermacare neck, shoulder & wrist on the lower part of hip and it didn't rip or burn the skin off. Consumer stated "I put a thermacare wrap on my hip last night and wore it to the football game. I had it on for about four or five hours. It either burn or ripped my skin off. My skin literally came off of my body as a direct result of wearing the thermacare. I took a picture of my wound in case anyone is interested. I've used your products before and never had an issue". The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer reported in response to non hcp letter included that: event details. Company clinical evaluation comment: based on the information provided, the events of "burn or ripped my skin off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn or ripped my skin off" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn or ripped my skin off [skin exfoliation], burn or ripped my skin off [thermal burn]. Case narrative: this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) page from a contactable consumer. This consumer of unknown age, gender and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer previously had a neck wrap on the lower part of hip and it didn't rip or burn the skin off. Consumer stated "I put a thermacare wrap on my hip last night and wore it to the football game. I had it on for about four or five hours. It either burn or ripped my skin off. I took a picture of my wound in case anyone is interested. I've used your products before and never had an issue". The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn or ripped my skin off" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn or ripped my skin off" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.